Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that, during surgery, an ophthalmic system exhibited poor aspiration, which was noted during intraoperative ultrasound. The procedure was completed by replacing the handpiece. No patient impact has been reported.